Event description:
It was reported that during a stent graft deployment procedure, the stent allegedly failed to deploy and the wheel mechanism broke without the possibility of releasing the stent. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Based on the information available the investigation is inconclusive for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout the procedure including unpacking and preparation; in particular the instructions for use states: 'maintain a stationary hold on the white stability sheath during covered stent deployment . Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension.' Under delivery system specific events that could be associated with clinical complications, the instructions for use states 'failure to deploy'. Regarding pta the instructions for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' Regarding to damage the instructions for use states: 'examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed.' Under materials required the instructions for use state: '0.035 inch (0.89 mm) guidewire of appropriate length .introducer sheath with appropriate inner diameter and length'; the packaging label indicate an introducer size of 9f. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: d4 (expiry date: 01/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of a device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified. (Expiry date: 01/2023). Device not returned.

Event description:
It was reported that during a stent graft deployment procedure, the stent allegedly failed to deploy and the wheel mechanism broke without the possibility of releasing the stent. The device was removed. There was no reported patient injury.